Manufacturer narrative:
The device was not returned to zoll medical corporation. The device was evaluated by the approved business partner (kardian). The device was tested by bench handling, nibp functional stress testing, 12 lead ECG monitoring stress testing, and shock testing with no faults observed. Review of the device logs did see multiple occurrences of battery calibration required messages but did not observe evidence of the reported problems. The customer's battery was recalibrated as precaution for the shutdown complaint. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.